Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 5 and 24 hours. The pod was reportedly continuously beeping and when the pod was removed from the infusion site (leg), the pod's cannula was found bent. No information regarding treatment was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The device generated an 0x6a hazard alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). Download data shows that the pulse widths slightly increased towards the end of pod operation but did not become timeouts. No drive stalls were observed. No occlusion was found within the pod, the batteries were found to have sufficient voltage and the shape memory alloy (sma) wires were measured to be within specification. The leadscrew was observed to be damaged. It could not be determined whether the damage contributed to the hazard alarm. The exact cause of the 0x6a hazard alarm could not be determined.